Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be specified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign objects in nozzle, probe cover. Adhesive around objective lens and adhesive around light guide lens. There were no reports of patient involvement.